Event description:
It was reported to vyaire medical that the batteries were increasingly hot and immediately the batteries began smoking on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visually inspected on uut (unit under test) assembly, there was physical damaged on the sensor assembly, tubing fitting was removed from the housing assembly. Removed all the covers, disassembled the uut to inspect printed circuit board assembly, cables, connectors, and batteries. Found battery pack and harness connector damaged. Removed the battery tray assembly, dissembled battery 12v,4.5 ahr, and found the thermal protector pepi n-1 burned. The reported complaint was confirmed. This is isolate to excessive current on thermal protector pepi n-1 (temperature rises significantly beyond its limits and the thermal protector can burn out). The thermal protector is with-in assembly battery 12v,4.5 ahr, ni-mh part number: 21542. Printed circuit board assembly vela main coldfire failed to calibrate transducers exhl press xdcr (pt 801) and turbine diff press xdcr (pt 800). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.